Manufacturer narrative:
Complainant name corrected from (B)(6). Complainant city corrected from (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03708 and 2134265-2016-03709. It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was introduced inside the patient. The hemostasis valve was unable to close; therefore, leaking minor amounts of blood. The physician continued the procedure and upon introducing the access system inside the laa over the pigtail, kinks were noticed on the access system due to tension and counter clockwise rotation. The physician removed this access system and attempted to use a second and third access system. The same valve leak and kinks occurred with the second and third access systems. Therefore, the case was not completed as the anatomy of the laa was extremely difficult to be closed. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03708 and 2134265-2016-03709. It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was introduced inside the patient. The hemostasis valve was unable to close; therefore, leaking minor amounts of blood. The physician continued the procedure and upon introducing the access system inside the laa over the pigtail, kinks were noticed on the access system due to tension and counter clockwise rotation. The physician removed this access system and attempted to use a second and third access system. The same valve leak and kinks occurred with the second and third access systems. Therefore, the case was not completed as the anatomy of the laa was extremely difficult to be closed. There were no patient complications reported and the patient was stable.